Event description:
It was reported that a medfusion¿ medfusion® 3500 syringe pump had a motor rate error. No patient involvement or injury was reported.

Manufacturer narrative:
One medfusion¿ medfusion® 3500 syringe infusion pump was returned for analysis in poor condition. A visual inspection revealed a cracked right plunger case. A review of the pump event history log revealed motor rate error. The reported issue of "motor rate error" could not be verified after multiple flow and occlusion tests. Replaced motor assembly parts as a preventative measure. The root cause was determined to be unknown.